Event description:
The account stated that the architect b-hcg reagent has generated an elevated values on a male patient sample. The initial result was 254 miu/ml, the retest result was 22 miu/ml. The most recently the values for this patient was 5.0 miu/ml and > 1.27 miu/ml. The qc was within range. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.